Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. The patient experienced dense adhesions, bowel obstruction, fibrous tissue, congestion, abdominal wall mass, distention, and recurrence. Post-operative patient treatment included revision surgery, recurrence repair, lysis of adhesions, complex abdominal wall reconstruction of recurrent incarcerated incisional hernias, bilateral retrorectus myocutaneous release flap, bilateral transverse abdominis myocutaneous release flap, open appendectomy, excision of abdominal wall mass, vertical panniculectomy with medialization of skin flaps for primary wound closure, and all foreign material and prior mesh was removed.